Event description:
It was reported that during patient use, the displayed oxygen reading was different from the actual output. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this complaint.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the oxygen sensor, which resolved the reported issue. The ventilator passed extended self tests (est), and short self tests (sst). No parts are expected to be returned. The information has been added to the database for trending purposes and trends will continue to be monitored.